Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during procedure performed on (B)(6) 2024. During the procedure, the third band could not be deployed. There were no patient complications reported as a result of this event. Additional information received on july 30, 2024. Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. The speedband superview super 7 was used in the rectum during a hemorrhoid banding procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): blocks b5, block d4 (model number, lot number, catalog number, expiration date and unique identifier (UDI) #), and block h4 (device manufacture date) have been updated based on the additional information received on july 30, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during procedure performed on (B)(6) 2024. During the procedure, the third band could not be deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.